Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the mcm20 instrument did not fire properly. More information to follow. 06/18/1999 additional information from affiliate. During procedure the mcs20 locked out. Anohter device was opened to complete the case. The original device was discarded and a sterile unopened device from the same lot number is being sent back for analysis. There was no consequence to the pt.